Event description:
It was reported that the patient discussed chest pain at the two week wound check. No capture was observed at outputs greater than 5v. R-waves and impedances had decreased. X-ray showed dislodgment. No echo was performed. Perforation was also noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and found to be within specification.